Event description:
This lead was explanted and replaced due to no output and undersensing. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the surgery. The returned stylet was found bent what occurred most likely due to mechanical forces applied during the surgery. A new stylet intended for use with the lead could be properly inserted into and advanced within the lead¿s lumen. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.